Manufacturer narrative:
Investigation summary:the complaint investigation for false positive results with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 5262935 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. The review of quality control records of bd max¿ enteric viral panel kit lot 5262935 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported a suspected norovirus (nov) target false positive result when using the bd max¿ enteric viral panel (ref#(B)(4)) kit from lot 5262935. Customer provided run 3395 (pdf and csv) from the bd max¿ instrument (B)(6) and identified sample a5 as the affected sample. Manual pcr curve adjudication showed a step dislocation in the raw pcr signal, resulting in a positive result for the nov target in run 3395 sample a5. The pattern of step dislocations was observed in all the target channels (fam, rox and vic) in top, with the curve for the norovirus target (rox-top) reaching the threshold to be valid, resulting in a positive result. It is unlikely these positive results are true amplifications. Bd was unable to find the exact cause of the customer¿s positive results, but based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 5262935. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.